Event description:
It was reported that the "sharp" of an access giving set broke off in the "bung" of a kiovig 100 mg/ml bottle (baxter product). This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Although the catalog number and lot number are unknown, it was determined that the manufacturing facility was baxter healthcare (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (Therapy dates) - approximate date of event is sometime in the week prior to (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.